Manufacturer narrative:
Sample not available at this time. Should the sample be returned /evaluated or additional information becomes available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that clearlink valve of the clearlink catheter extension set, product code 2n8374, lot number unknown, disconnected from the extension set, date unknown. A baxter sales representative (bsr) made the customer aware that the label copy states to tighten the luer connection. Customer states they were unaware of this previously. There are no samples available and the lot number is unknown. There was no reported patient injury or medical intervention. No additional information is available.